Event description:
The hospital claims that the graft was implanted on 3/16/1999, in a patient in very poor health, for an abdominal aortic aneurysm procedure. From four days post-operatively, the patient was confirmed to be experiencing renal failure and then multi-system failure. On 3/22/1999, the doctor believed the patient had a myocardial infarction. On 3/25/1999, the patient underwent an exploratory second surgery to find out the cause of the patient's continuously degrading condition. The doctor stated that during this second procedure, the graft looked good. The patient expired of multi-system failure on 4/14/1999. The doctor also stated that although the exact cause of the event is unknown, neither the multi-system failure, nor the death appeared to be graft-related at that time. No autopsy will be performed.